Event description:
The manufacturer received information from the patient's family alleging the patient experienced a ventilator service required alarm had occurred on a trilogy evo device. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that an error code, pressure sensor mismatch, was observed on the device's error log. The manufacturer service technician performed an internal inspection of the device and found contamination in the air supply path (blower assembly, machine flow sensor, system printed circuit assembly (pca), three-way [3-way] solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, tubing [fio2, low flow o2, system pca, and blower chassis], air inlet filter, and particulate filter). In conclusion, the lower assembly, machine flow sensor, system printed circuit assembly (pca), three-way [3-way] solenoid valve, proportional valve, low flow o2 connector, blower chassis plate, blower cap, outlet side panel, blower mount, blower bellows seal, tubing [fio2, low flow o2, system pca, and blower chassis], air inlet filter, and particulate filter were replaced to address the issue. The root cause is confirmed at this time.